Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: device received dirty, corroded quick connect, bent lever arm on microswitch, faded line cord, pole clamp handle frozen, water tank cover cracked, and enclosure is cracked under quick connect. Functional testing found water started coming out of both the water tank cover on the bottom and the crack under the quick connect. Root cause was attributed to the cracks in the device. Cracks were thought to be due to overtightening and the cracked tank by the drain tube fitting from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement is unknown.